Event description:
It was reported that the device had the service wrench icon illuminated. The device was returned and evaluated at physio-control. It was observed that the device logged a fault code during the 3 am monthly test illuminating the wrench. It was found that the device would not recognize shockable rhythms and the ECG preamp voltages were out of range. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio determined the root cause of issue to be an electrically leaky capacitor, c157, from the therapy pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
After an additional investigation, the cause of the reported issue was determined to be due to process residue on or around a capacitor from the analog pcb assembly, designator c157 which led to excessive leakage current.